Event description:
A 2-level fusion was performed on the pt in (B)(6). Approx 6 weeks later the md performed a second surgery to remove the hardware due to an infection. During hardware removal the md noted one set screw had dislodged from the screw.